Event description:
Event description guidant received information that during pre-induction testing and during the device programming from off mode to monitor + therapy, an error message was displayed.